Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no unexplained power interruptions observed in black box. Battery compartment is cracked along sided of pump. Battery cap was not available for testing. Test battery cap able to attach securely to pump. Pump powers on normal with no alarms. The pump was exercised for 24 hrs using test cap with no power issues occurring. Pump opened and no damage found to power circuit.